Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 160 mg/dl. Troubleshooting was performed. Customer called in and stated that she trying to change her reservoir and tubing, but she is unable to do so. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states battery compartment is neither damaged nor corroded. The brand of the battery that was used was (B)(6). Customer states the spring is neither damaged nor corroded. Customer inserted new battery but still blank. Customer will call back if the issue reoccurred. Insulin pump will not return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No blank display noted during testing. Unit was received with scratched case and minor scratched lcd window.